Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. Visual and functional inspection was performed and found the blue tip stylet snapped off the 12 fr dobbhoff feeding tube. A root cause could not be found or determined relating to the manufacturing or production process. No corrective action is being taken since the failure could not be confirmed related to manufacturing/production process. However, further analysis was requested from the supplier. Per the supplier, the hub assembly with stylet undergoes two tests during manufacturing. A functional test and a visual test. In the functional part of the test, 2lbs of tension is applied. The tube assembly, stylet bell and stylet tip are all tested. If the tensile strength does not meet specification, or if the force of the stiletto bell is less than specified or if the stylet tip separates from the stylet, the device fails. During the visual test, the stylet point is analyzed for the presence of burrs or sharp points and the stylet tip is checked for incorrect, incomplete, missing, damage or improper shapes and will fail if any of these are found. Due to this notification, the aql was raised from reduced to rigorous. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the blue tip stylet snapped off of the 12 fr dobbhoff feeding tube. No patient injury was reported.